Event description:
Upon attempted removal of drain, the drain broke into 2 pieces with approx 1.5 inches being retained within the pt's pelvis. The pt was returned to surgery for removal of the retained fragment.